Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013021403); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was 1 mm. Additionally, aortic insufficiency of unspecified type and severity was reported as a result of the dislodgement. Subsequently, a 34 millimeter (mm) transcatheter valve was implanted valve-in-valve. Per the physician, the cause of the dislodge was due to patient's calcified anatomy.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was 1 mm. Additionally, aortic insufficiency of unspecified type and severity was reported as a result of the dislodgement. Subsequently, a 34 millimeter (mm) transcatheter valve was implanted valve-in-valve. Per the physician, the cause of the dislodge was due to patient's calcified anatomy. Additional information was received that a non-medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom of the pigtail. The direction of dislodgement was aortic, and the aortic insufficiency observed was moderate paravalvular leak (pvl).